Manufacturer narrative:
(B)(4).

Event description:
Information was received on (B)(6) 2015 from a patient who was implanted for intercostal neuralgia. It was reported that in (B)(6) of 2007, the device had stopped working two weeks after being implanted with a neurostimulator. This was clarified as a statement that the device stopped being as effective. An x-ray had revealed that two electrodes had broken off. A manufacturer representative was aware of the issue, and was able to resolve the issue by reprogramming the stimulation around the broken electrodes. Additional information was received from a manufacturer representative (rep) on 2015-12-01 stating that they were not aware of any incident of fractured wires. The patient had been reprogrammed, which was pretty standard. The patient was hoping to get a new lead. A supplemental report will be submitted if additional information is received.